Event description:
The customer reported that the insulin pump makes a strange sound every time he pressed a button. The customer called back and stated that the device alarmed motor error while changing the infusion set. The customer was in the process to clear the motor alarm and to prime again, but the insulin pump alarmed. Troubleshooting was performed. The customer stated that the device was not exposed to a high magnetic field. Assisted the customer to run a manual prime, but the device alarmed motor error again. Advised that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the prime test an alarmed motor error during the basic occlusion test as a result of a loose drive support disk. The device had unexpected vibration noise during vibrate check due to vibrator motor adhesive not adhering. The insulin pump had a scratched display and missing end cap sticker. The motor passed the test.